Event description:
It was reported that, "pieces of mantis cannulated 5.5mm tap broke off in pts sacrum."

Manufacturer narrative:
Method: complaint history analysis, manufacturing record review, risk assessment and visual inspection. Results: complaint history analysis. Forty eight complaints involving 68 instruments. Manufacture record review. No deviations noted. Risk assessment. Tip remains in pt's sacrum. Tap is made of a biocompatible steel to mitigate any risks if left in the pt. Worst case scenario is if the pt has a metal allergy, which is not indicated for this case. Visual inspection. Tip confirmed broken. Tip not returned. Additional info has been requested and if made available will be reported in a supplemental. Conclusion codes will be made available following engineering evaluation.